Event description:
Reportedly, during testing, the "down arrow" button and the "alarm silence" button on the right panel were non functional. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).